Manufacturer narrative:
Based on the sst (strip simulator tester) and pod program delivery test was found to successfully passed and recorded into the device memory. During the bg meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose (bg) reached 260 mg/dl and had to be hospitalized at (B)(6). She stated that she has gastroparesis and is also pregnant. She has a really difficult time with vomiting when her bg levels go up. At the hospital she was placed on an intravenous therapy of fluids and folic acid. She was also given zofran every 4 hours and ativan every 6 hours. Pod worn between 24 and 36 hours.